Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pregnancy with contraceptive device ("pregnancy (with complications),"), anembryonic gestation ("blighted ovum") and rheumatoid arthritis ("autoimmune disorder: rheumatoid arthritis") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s) / device ineffective". The patient's past medical history included multi gravida and parity 4 ((B)(6) 2007, (B)(6) 2009, (B)(6) 2012, (B)(6) 2013). Previously administered products included for an unreported indication: depo-provera in 2009. Concomitant products included alprazolam (xanax), cyclobenzaprine hydrochloride (flexeril), paroxetine hydrochloride (paxil) and vicoprofen. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pollakiuria ("bladder problem or changes: frequent urination"). In 2015, the patient experienced anxiety ("anxiety"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), anembryonic gestation (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), hypersensitivity ("allergic or hypersensitivity reaction"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract disorder ("urinary problem or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines"), pain ("physical pain"), headache ("headaches"), allergy to metals ("nickel allergy"), abdominal pain ("abdominal pain"), back pain ("back pain"), nausea ("nausea"), depression ("depression"), rash ("rashes") and skin disorder ("skin condition"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed in (B)(6) 2015. In 2015, the pollakiuria had resolved. At the time of the report, the pelvic pain, pregnancy with contraceptive device, anembryonic gestation, rheumatoid arthritis, hypersensitivity, female sexual dysfunction, urinary tract disorder, dysmenorrhoea, pain, headache, allergy to metals, back pain, depression, anxiety, rash and skin disorder outcome was unknown, the vaginal haemorrhage, menorrhagia, dyspareunia and nausea had resolved and the fatigue, migraine and abdominal pain was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, allergy to metals, anembryonic gestation, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hypersensitivity, menorrhagia, migraine, nausea, pain, pelvic pain, pollakiuria, pregnancy with contraceptive device, rash, rheumatoid arthritis, skin disorder, urinary tract disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in (B)(6) 2014: blighted ovum in (B)(6) 2013 she underwent dye test resulted in 100% blocked tubes. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received:- reporter added, patient demographics added, product information updated,events added as :- vaginal haemorrhage, menorrhagia, hypersensitivity, female sexual dysfunction,rheumatoid arthritic, pollakiuria, urinary tract disorder, dysmenorrhagia, dyspareunia, fatigue, migraine, headache, allergy to metal, pelvic pain, pregnancy on contraceptive device, abdominal pain, back pain, anembryonic gestation, nausea, anxiety, rash, skin disorder. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/severe and persistant pain"), pregnancy with contraceptive device ("pregnancy (with complications),"), anembryonic gestation ("blighted ovum") and rheumatoid arthritis ("autoimmune disorder: rheumatoid arthritis") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s) / device ineffective" in (B)(6) 2014. The patient's past medical history included multi gravida and parity 4 ((B)(6) 2007, (B)(6) 2009, (B)(6) 2012, (B)(6) 2013). Previously administered products included for an unreported indication: depo-provera in 2009. Concurrent conditions included hepatitis c since 2014 and shoulder pain since 2014. Concomitant products included alprazolam (xanax), cyclobenzaprine hydrochloride (flexeril), paroxetine hydrochloride (paxil) and vicoprofen. In 2013, the patient experienced pollakiuria ("bladder problem or changes: frequent urination"). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced rheumatoid arthritis (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and anembryonic gestation (seriousness criterion medically significant). In 2015, the patient experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea") and anxiety ("anxiety/psychological problems: anxiety"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), hypersensitivity ("allergic or hypersensitivity reaction"), urinary tract disorder ("urinary problem or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), pain ("physical pain"), allergy to metals ("nickel allergy"), abdominal pain ("abdominal pain"), back pain ("back pain"), depression ("depression/psychological problems: depression"), rash ("rashes"), skin disorder ("skin condition"), urticaria ("allergic reaction: hives along belt line") and abdominal pain lower ("sharp lower abdomen pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with topiramate (topamax), surgery (total hysterectomy and bilateral salpingectomy, tubal ligation and d and c due to blighted ovum) and surgery (tubal ligation and d and c). Essure was removed in november 2015. In 2015, the pollakiuria had resolved. At the time of the report, the pelvic pain, fatigue, migraine and abdominal pain was resolving, the pregnancy with contraceptive device, anembryonic gestation, rheumatoid arthritis, hypersensitivity, female sexual dysfunction, urinary tract disorder, dysmenorrhoea, pain, headache, allergy to metals, back pain, depression, anxiety, rash, skin disorder, urticaria and abdominal pain lower outcome was unknown and the vaginal haemorrhage, menorrhagia, dyspareunia and nausea had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anembryonic gestation, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hypersensitivity, menorrhagia, migraine, nausea, pain, pelvic pain, pollakiuria, pregnancy with contraceptive device, rash, rheumatoid arthritis, skin disorder, urinary tract disorder, urticaria and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in (B)(6) 2014: blighted ovum . In (B)(6) 2013 she underwent dye test resulted in 100% blocked tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2018: pfs received: event - urticaria, abdominal pain lower added. Event outcome of pelvic pain updated. Concomitant diseases added. Event onset dates updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/severe and persistant pain"), device expulsion ("migration of essure device (uterus) / failure to occlude (close) fallopian tube"), pregnancy with contraceptive device ("pregnancy (with complications) / pregnancy (stillbirth or miscarriage)"), anembryonic gestation ("blighted ovum") and rheumatoid arthritis ("autoimmune disorder: rheumatoid arthritis") in a 28-year-old female patient who had essure (batch no. B11728) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s) / device ineffective" in (B)(6) 2014. The patient's medical history included multi gravida, parity 4 ((B)(6) 2007, (B)(6) 2009, (B)(6) 2012, (B)(6) 2013), haemorrhage in pregnancy, dysfunctional uterine bleeding, uterine bleeding and tonsillectomy. Pathology states coil was not identified in left tube. Last menstrual period was (B)(6) 2014. In (B)(6) 2013 she underwent dye test resulted in 100% blocked tubes. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included hepatitis c since 2014 and shoulder pain since 2014. Concomitant products included alprazolam (xanax), cyclobenzaprine hydrochloride (flexeril), hydrocodone bitartrate;ibuprofen (vicoprofen), medroxyprogesterone acetate (depo provera) and paroxetine hydrochloride (paxil). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), hypersensitivity ("allergic or hypersensitivity reaction"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), abdominal pain ("abdominal pain"), back pain ("back pain"), nausea ("nausea") and urticaria ("allergic reaction: hives along belt line"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pollakiuria ("bladder problem or changes: frequent urination"), depression ("depression/psychological problems: depression") and anxiety ("anxiety/psychological problems: anxiety"). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In 2014, the patient experienced rheumatoid arthritis (seriousness criterion medically significant). In november 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and anembryonic gestation (seriousness criterion medically significant). On an unknown date, the patient experienced urinary tract disorder ("urinary problem or changes"), pain ("physical pain"), allergy to metals ("nickel allergy"), dermatitis allergic ("rashes/ allergic or hypersensitivity reaction type: rashes"), skin disorder ("skin condition"), abdominal pain lower ("sharp lower abdomen pain") and rash ("rash along belt line"). The patient was treated with topiramate (topamax) and surgery (hysterectomy with bilateral salpingectomy - laparoscopic assisted total vaginal hysterectomy, total hysterectomy and bilateral salpingectomy, tubal ligation and d and c due to blighted ovum and tubal ligation and d and c). Essure was removed on (B)(6) 2014. In 2015, the pollakiuria had resolved. At the time of the report, the pelvic pain, fatigue, migraine, abdominal pain, depression and anxiety was resolving, the device expulsion, pregnancy with contraceptive device, anembryonic gestation, rheumatoid arthritis, hypersensitivity, female sexual dysfunction, urinary tract disorder, dysmenorrhoea, pain, headache, allergy to metals, back pain, dermatitis allergic, skin disorder, urticaria and abdominal pain lower outcome was unknown and the vaginal haemorrhage, menorrhagia, dyspareunia, nausea and rash had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anembryonic gestation, anxiety, back pain, depression, dermatitis allergic, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hypersensitivity, menorrhagia, migraine, nausea, pain, pelvic pain, pollakiuria, pregnancy with contraceptive device, rash, rheumatoid arthritis, skin disorder, urinary tract disorder, urticaria and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2014, the patient underwent tubal ligation via hulka clips and suction d and c. Removal details - on (B)(6) 2014, the patient underwent hysterectomy with bilateral salpingectomy - laparoscopic assisted total vaginal hysterectomy (and removal of essure coils and hulka clips bilaterally). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Pathology test - on (B)(6) 2014: uterus with essure inside (and hulka clips x2) for gross observation. Clinical information: preoperative diagnosis and postoperative diagnosis:: dysfunctional uterine bleeding, severe dysmenorrhea, pelvic pain. Pertinent clinical data: patient status post essure and hulka clip application. Diagnosis: uterus and portions of fallopian tubes, excision: mild acute and chronic inflammation, cervix. Progestin effect, endometrium. Focal granulomatous inflammation with polarizable foreign material, right fallopian~ tube. No significant pathologic change, left fallopian tube. Gross description: ovaries and fallopian tubes: right: attached at the right cornu is a possible portion of fallopian tube 2 cm long x 0.4 cm in diameter. Identified within the tube is a coiled portion of metal consistent with essure. Left: the left possible portion of fallopian tube is 2.5 cm long x 0.4 cm in diameter. The coiled material is not identified on this side,. Pregnancy test - on an unknown date: negative. Pregnancy test urine - on an unknown date: negative.. Smear cervix - on (B)(6) 2012: negative. Ultrasound scan - in (B)(6) 2014: results: blighted ovum. Ultrasound scan vagina - on an unknown date: pelvis shows intrauterine pregnancy. A gestational sac is seen but is irregular and/or collapsing with no well defined fetal pole. The gestational sac is irregular with no definite measurable fetal pole. There is apparent sub chorionic hemorrhage. The ovaries are not visualized.; on an unknown date: shows intrauterine pregnancy a gestational sac is seen but no fetal pole can be seen. The fetal pole is consistent with 5 weeks and 0 days. Both ovaries are visualized and noted to be normal. There is no fluid in the pelvic cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-apr-2019: pfs+mr received: event migration of essure device (uterus) and failure to occlude (close) fallopian tube were added. Events outcome updated. Event pregnancy start date updated. Onset date of events added. Onset date of events updated. Lot number and expiration date added. Medical history, lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/severe and persistant pain"), device expulsion ("migration of essure device (uterus) / failure to occlude (close) fallopian tube"), pregnancy with contraceptive device ("pregnancy (with complications) / pregnancy (stillbirth or miscarriage)"), anembryonic gestation ("blighted ovum") and rheumatoid arthritis ("autoimmune disorder: rheumatoid arthritis") in a 28-year-old female patient who had essure (batch no. B11728) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s) / device ineffective" in (B)(6) 2014. The patient's medical history included multi gravida, parity 4 ((B)(6) 2007, (B)(6) 2009, (B)(6) 2012, (B)(6) 2013), haemorrhage in pregnancy, dysfunctional uterine bleeding, uterine bleeding and tonsillectomy. Pathology states coil was not identified in left tube. Last menstrual period was (B)(6) 2014. In (B)(6) 2013 she underwent dye test resulted in 100% blocked tubes. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included hepatitis c since 2014 and shoulder pain since 2014. Concomitant products included alprazolam (xanax), hydrocodone bitartrate;ibuprofen (vicoprofen) and medroxyprogesterone acetate (depo provera). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), hypersensitivity ("allergic or hypersensitivity reaction"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), abdominal pain ("abdominal pain"), back pain ("back pain"), nausea ("nausea") and urticaria ("allergic reaction: hives along belt line"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pollakiuria ("bladder problem or changes: frequent urination"), depression ("depression/psychological problems: depression") and anxiety ("anxiety/psychological problems: anxiety"). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In 2014, the patient experienced rheumatoid arthritis (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and anembryonic gestation (seriousness criterion medically significant). On an unknown date, the patient experienced urinary tract disorder ("urinary problem or changes"), pain ("physical pain"), allergy to metals ("nickel allergy"), dermatitis allergic ("rashes/ allergic or hypersensitivity reaction type: rashes"), skin disorder ("skin condition"), abdominal pain lower ("sharp lower abdomen pain") and rash ("rash along belt line"). The patient was treated with topiramate (topamax) and surgery (hysterectomy with bilateral salpingectomy - laparoscopic assisted total vaginal hysterectomy, total hysterectomy and bilateral salpingectomy, tubal ligation and d and c due to blighted ovum and tubal ligation and d and c). Essure was removed on (B)(6) 2014. In 2015, the pollakiuria had resolved. At the time of the report, the pelvic pain, fatigue, migraine, abdominal pain, depression and anxiety was resolving, the device expulsion, pregnancy with contraceptive device, anembryonic gestation, rheumatoid arthritis, hypersensitivity, female sexual dysfunction, urinary tract disorder, dysmenorrhoea, pain, headache, allergy to metals, back pain, dermatitis allergic, skin disorder, urticaria and abdominal pain lower outcome was unknown and the vaginal haemorrhage, menorrhagia, dyspareunia, nausea and rash had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anembryonic gestation, anxiety, back pain, depression, dermatitis allergic, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hypersensitivity, menorrhagia, migraine, nausea, pain, pelvic pain, pollakiuria, pregnancy with contraceptive device, rash, rheumatoid arthritis, skin disorder, urinary tract disorder, urticaria and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2014, the patient underwent tubal ligation via hulka clips and suction d and c. Removal details - on (B)(6) 2014, the patient underwent hysterectomy with bilateral salpingectomy - laparoscopic assisted total vaginal hysterectomy (and removal of essure coils and hulka clips bilaterally). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Pathology test - on (B)(6) 2014: uterus with essure inside (and hulka clips x2) for gross observation. Clinical information preoperative diagnosis and postoperative diagnosis:: dysfunctional uterine bleeding, severe dysmenorrhea, pelvic pain. Pertinent clinical data: patient status post essure and hulka clip application. Diagnosis: uterus and portions of fallopian tubes, excision: a. Mild acute and chronic inflammation, cervix. B. Progestin effect, endometrium. C. Focal granulomatous inflammation with polarizable foreign material, right fallopian~ tube. D. No significant pathologic change, left fallopian tube. Gross description: ovaries and fallopian tubes: right: attached at the right cornu is a possible portion of fallopian tube 2 cm long x 0.4 cm in diameter. Identified within the tube is a coiled portion of metal consistent with essure. Left: the left possible portion of fallopian tube is 2.5 cm long x 0.4 cm in diameter. The coiled material is not identified on this side,. Pregnancy test - on an unknown date: negative. Pregnancy test urine - on an unknown date: negative.. Smear cervix - on (B)(6) 2012: negative. Ultrasound scan - in (B)(6) 2014: results: blighted ovum. Ultrasound scan vagina - on an unknown date: pelvis shows intrauterine pregnancy. A gestational sac is seen but is irregular and/or collapsing with no well defined fetal pole. The gestational sac is irregular with no definite measurable fetal pole. There is apparent sub chorionic hemorrhage. The ovaries are not visualized.; on an unknown date: shows intrauterine pregnancy a gestational sac is seen but no fetal pole can be seen. The fetal pole is consistent with 5 weeks and 0 days. Both ovaries are visualized and noted to be normal. There is no fluid in the pelvic cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-apr-2019: quality safety evaluation of ptc(product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/severe and persistant pain"), pregnancy with contraceptive device ("pregnancy (with complications),"), anembryonic gestation ("blighted ovum") and rheumatoid arthritis ("autoimmune disorder: rheumatoid arthritis") in a 28-year-old female patient (gravida 6, para 4) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s) / device ineffective" in (B)(6) 2014. The patient's past medical history included multi gravida and parity 4 ((B)(6) 2007, (B)(6) 2009, (B)(6) 2012, (B)(6) 2013). Previously administered products included for an unreported indication: depo-provera in 2009. Concurrent conditions included hepatitis c since 2014 and shoulder pain since 2014. Concomitant products included alprazolam (xanax), cyclobenzaprine hydrochloride (flexeril), paroxetine hydrochloride (paxil) and vicoprofen. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pollakiuria ("bladder problem or changes: frequent urination"). In 2014, the patient experienced rheumatoid arthritis (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and anembryonic gestation (seriousness criterion medically significant). In 2015, the patient experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea") and anxiety ("anxiety/psychological problems: anxiety"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), hypersensitivity ("allergic or hypersensitivity reaction"), urinary tract disorder ("urinary problem or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), pain ("physical pain"), allergy to metals ("nickel allergy"), abdominal pain ("abdominal pain"), back pain ("back pain"), depression ("depression/psychological problems: depression"), dermatitis allergic ("rashes/ allergic or hypersensitivity reaction type: rashes"), skin disorder ("skin condition"), urticaria ("allergic reaction: hives along belt line"), abdominal pain lower ("sharp lower abdomen pain") and rash ("rash along belt line"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with topiramate (topamax), surgery (total hysterectomy and bilateral salpingectomy, tubal ligation and d and c due to blighted ovum) and surgery (tubal ligation and d and c). Essure was removed in (B)(6) 2015. In 2015, the pollakiuria had resolved. At the time of the report, the pelvic pain, fatigue, migraine and abdominal pain was resolving, the pregnancy with contraceptive device, anembryonic gestation, rheumatoid arthritis, hypersensitivity, female sexual dysfunction, urinary tract disorder, dysmenorrhoea, pain, headache, allergy to metals, back pain, depression, anxiety, dermatitis allergic, skin disorder, urticaria, abdominal pain lower and rash outcome was unknown and the vaginal haemorrhage, menorrhagia, dyspareunia and nausea had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anembryonic gestation, anxiety, back pain, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hypersensitivity, menorrhagia, migraine, nausea, pain, pelvic pain, pollakiuria, pregnancy with contraceptive device, rash, rheumatoid arthritis, skin disorder, urinary tract disorder, urticaria and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in (B)(6) 2014: blighted ovum. In (B)(6) -2013 she underwent dye test resulted in 100% blocked tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-oct-2018: event "rash along belt line" added from pfs. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pregnancy with contraceptive device ("pregnancy (with complications),"), anembryonic gestation ("blighted ovum") and rheumatoid arthritis ("autoimmune disorder: rheumatoid arthritis") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s) / device ineffective". The patient's past medical history included multi gravida and parity 4 ((B)(6) 2007, (B)(6) 2009, (B)(6) 2012, (B)(6) 2013). Previously administered products included for an unreported indication: depo-provera in 2009. Concomitant products included alprazolam (xanax), cyclobenzaprine hydrochloride (flexeril), paroxetine hydrochloride (paxil) and vicoprofen. In 2013, the patient experienced pollakiuria ("bladder problem or changes: frequent urination"). On (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced anxiety ("anxiety"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), anembryonic gestation (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), hypersensitivity ("allergic or hypersensitivity reaction"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract disorder ("urinary problem or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines"), pain ("physical pain"), headache ("headaches"), allergy to metals ("nickel allergy"), abdominal pain ("abdominal pain"), back pain ("back pain"), nausea ("nausea"), depression ("depression"), rash ("rashes") and skin disorder ("skin condition"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed in november 2015. In 2015, the pollakiuria had resolved. At the time of the report, the pelvic pain, pregnancy with contraceptive device, anembryonic gestation, rheumatoid arthritis, hypersensitivity, female sexual dysfunction, urinary tract disorder, dysmenorrhoea, pain, headache, allergy to metals, back pain, depression, anxiety, rash and skin disorder outcome was unknown, the vaginal haemorrhage, menorrhagia, dyspareunia and nausea had resolved and the fatigue, migraine and abdominal pain was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, allergy to metals, anembryonic gestation, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hypersensitivity, menorrhagia, migraine, nausea, pain, pelvic pain, pollakiuria, pregnancy with contraceptive device, rash, rheumatoid arthritis, skin disorder, urinary tract disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in (B)(6) 2014: blighted ovum in (B)(6) 2013 she underwent dye test resulted in 100% blocked tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.